Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the catheter was returned and analyzed and catheter separation was found. It was also noted that the catheter was kinked, had a rough slit edge and was damaged at implant. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that it was not possible to slit the catheter with the universal slitter. This was the second time the situation occurred on the same day by the physician who in the past did not have problems with the slitter. No patient complications have been reported as a result of this event.